Manufacturer narrative:
Additional product component: model number/catalog number: 72402970; batch/lot number: 446676009; model/catalog description: reservoir 65ml iz.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.